Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-05784. It was reported that the patient presented for an implant procedure on (B)(6) 2019. During the procedure, the vein was punctured, but the operation was completed with the use of a contrast agent to identify the blood vessel position. After the surgery, the patient experienced discomfort. A computed tomography (CT) examination revealed that the lead had penetrated into the lung, resulting in a pulmonary edema. The patient was treated conservatively and the lead was not removed. The patient was not discharged until she was well, but later died in (B)(6) 2020. There is no known allegation from a health professional that suggests the death was related to the device.